Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/04/2015 with the following findings: a review of the black box showed evidence of partially discharged batteries being installed. No unusual voltage fluctuations were observed. A visual inspection of the pump showed that the battery compartment threads were stripped and the battery compartment was cracked. No evidence of moisture corrosion was observed in the battery compartment. The returned battery cap had stripped threads and was unable to fully attach to the pump. A test cap was used to complete investigation; the pump was able to power on with the test cap. The pump was exercised for 24 hours with no power interruptions. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found.